Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio fem. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a scorpio femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no product was returned for investigation. Medical records received and evaluation: provided x-rays were reviewed by a consulting clinician who confirmed the reported loosening. No additional conclusions can be made without clinical history and operative reports. Device history review: not performed as no product information was provided for review. Complaint history review: not performed as no product information was provided for review. Conclusions: the exact cause of the event could not be determined because no product information or patient medical records were provided for review.

Event description:
Stryker scorpio left knee cr implanted 14 years ago revised to a triathlon ts due to loosening.

Event description:
Stryker scorpio left knee cr implanted 14 years ago revised to a triathlon ts due to loosening.